Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: the keypad was found to be intact; all buttons were found to be responsive during investigation. The keypad cover was removed; there was no contamination found under the contacts. The pump was opened to inspect the keypad flex; the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. The reported under responsive issue with the up/down/ok buttons was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper traveling toward the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.